Manufacturer narrative:
Siemens has completed an investigation of the event. Assessment of the does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed considering complaint description, cs reports, system history and system log files. According to the information provided, after the procedure was completed, the patient transfer preparations were ongoing when the patient accidently fell from the table and hit his head on the floor. He sustained an injury to his head after the fall and was immediately taken to the intensive care unit for further treatment. The investigation does not indicate a system failure or malfunction for the time of event. The entire process of patient immobilization is under the responsibility of the operator. According to the instructions for use, the possibility of the patient falling and how to prevent a fall is stated. The user is instructed to never leave a patient unattended on the tabletop, to use the provided accessories such as the immobilizing straps to secure the patient in a stable position and to always keep the mattress fixed on the tabletop with the velcro. No system failure was identified ,and the system was fully functional.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be filed if additional information becomes available.

Event description:
Siemens became aware of an incident that occurred while operating the artis zee floor system. During a procedure, the patient fell off the table. Additional information was provided that the patient suffered a skull fracture and was treated in the intensive care unit. Siemens requested additional information about this event and is evaluating the table top mattress.